Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. (B)(4). Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer implanted a model zxt150 (tecnis symfony toric intraocular lens (iol) in the patient's right eye. The lens was explanted on (B)(6) 2019 due to the patient experiencing visual disturbance and replaced with lens of the same diopter, but a different model, za9003. An incision enlargement and vitrectomy were required. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 5/18/2020. Device evaluation: the complaint lens was received inside a specimen cup. Additional documentation was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens was received cut in half (only one half was received), which is consistent with a lens that was handled during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.